Manufacturer narrative:
H.6. Investigation summary : bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for fm in/on gel (silica clump and burnt silica), scratch on tube and air bubbles embedded in plastic tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that there were 10 occurrences of foreign matter and 3 occurrences of air bubbles in gel with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: fm in gel x8, dirty tube x2, air bubbles in tube x3.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there were 10 occurrences of foreign matter and 3 occurrences of air bubbles in gel with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: fm in gel x8. Dirty tube x2. Air bubbles in tube x3.